Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump was exposed to moisture. Customer took a shower with the device and the screen is just showing the logo and beeping. Customer reports there is fluid in the battery compartment. No harm requiring medical intervention was reported. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.